Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: history inspection: the device history files were read and analyzed. The customer specifies no date as the date of the incident. Therefore, the last therapy (B)(6) 2026 was analyzed. (B)(6) 2026 at 21:12 an ops 50ml syringe was selected. The syringe was filled to approx. 49,8ml. The therapy started with a delivery rate of 0,4ml/h at 21:12. One day and 14 hours later (B)(6) 2026 at 11:15 the therapy was interrupted by plunger malfunction alarm. The cause was the negative pressure during citrate-calcium dialysis. 38,81ml were infused in total. No other abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the technician seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. No external damage is visible. (Pictures are attached to the pc notification) functional inspection: a functional test was performed. The device passes the self-test. A ops 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0.55%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: the device was disassembled and the inside was investigated. No visible damage inside the device could be found. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #k092313, k172831, k191910.

Event description:
As reported by the user facility: the perfusor was connected to a cica. Shortly after it was started, the perfusor triggered an alarm and displayed an error related to the pressure plate. The nurse then stopped the perfusor and attempted to remove the syringe. This was not immediately possible because the clamping wings were blocked. Later, she was able to remove the syringe and found that the entire syringe was empty. No patient injury reported.